Manufacturer narrative:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent initial implant surgery on (B)(6) 2011. On unknown date, patient suspected an allergy to the implant material. Patient was returned to surgery on (B)(6) 2017 for removal of the implants in the tibial area. During the removal procedure, only a couple of the screws were easily removed with the appropriate screwdriver. A power instrument was required for removal of the remaining hardware. The tibia plate was cut and the screws were removed with some difficulty utilizing the power instrument. During the cutting of the plate, some hot metallic debris burned the bone beneath the plate; some metallic fragments remain embedded in the bone. Surgery was completed with an unspecified delay. Patient reaction to implants is addressed on (B)(4). This report addresses the issues incurred during removal procedure. Concomitant devices reported: power instrument (part number unknown, lot number unknown, quantity 1). This report is for eight (8) unknown screws. This is report 2 of 2 for (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent initial implant surgery on (B)(6) 2011. On unknown date, patient suspected an allergy to the implant material. Patient was returned to surgery on (B)(6) 2017 for removal of the implants in the tibial area. During the removal procedure, only a couple of the screws were easily removed with the appropriate screwdriver. A power instrument was required for removal of the remaining hardware. The tibia plate was cut and the screws were removed with some difficulty utilizing the power instrument. During the cutting of the plate, some hot metallic debris burned the bone beneath the plate; some metallic fragments remain embedded in the bone. Surgery was completed with an unspecified delay. Patient reaction to implants is addressed on (B)(4). This report addresses the issues incurred during removal procedure. Concomitant devices reported: power instrument (part number unknown, lot number unknown, quantity 1). This report is for eight (8) unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was prolonged about 1.5 hours. The implants were not replaced with new products.

Manufacturer narrative:
This report is for eight (8) unknown screws. Part and lot numbers are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown tibia plate. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.